Manufacturer narrative:
B1- corrected to: product problem (e.g., defects/malfunctions) in the initial MDR. B2 - required intervention to prevent permanent impariment/damage should be removed from the intial MDR. B5 - corrected to: " a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was implanted and removed intraoperatively. In a separate visit a replacement lens was implanted. The problem was resolved. Cause of the event was reported as unknown." In the initial MDR. D6b - explant date: (B)(6) 2024 should be added in the initial MDR. H1 - corrected to: malfunction in the initial MDR. H6 - corrected to: health effect - impact code: 2199 in the intial MDR. H6 - corrected to: medical device problem code (a): 3189 in the initial MDR. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens of diopter -10.0/1.0/110 (sphere/cylinder/axis) into the patient's eye on an unknown date. The lens was explanted and replaced with a shorter length lens. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.